Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation following a fall. The patient was not getting any relief, was having problems, and was ¿losing it.¿ the patient had fall a few times and was unsure if the return of symptoms was sudden or gradual. The patient was going to the bathroom to urinate 5 to 6 times a day and each time they lost urine before they got to the bathroom. Both the loss of therapy and no stimulation sensation began in summer 2014, about 5 to 6 months ago. The patient had tried different programming and their health care provider (hcp) adjusted stimulation, but it didn¿t seem to be working or helping. The hcp told the patient to try different programs. The patient also had a bladder and yeast infection around christmas time and was given the medication for infection. The patient felt no stimulation and felt stimulation when looking for a program. It seemed they did feel it shortly after and then did not feel it. It was noted that the patient had a pain stimulator on the right side and the sacral nerve stimulator was on the left side. The patient felt like an ac dc current when they adjusted it. The patient did not notice any interactions between the 2 stimulators. The patient used the patient programmer and confirmed stimulation was on, set at 5.6v on program 1. The patient increased and felt something at 5.8v and then increased up to 6.1v. The patient would monitor and record the voltage and symptoms on program 1 and it 3 days would switch to another programs and the review the results with the hcp. They were not sure if they were using the programmer correctly and it was a big possibility to accidentally turn therapy off. The patient felt the manual should say in big letters ¿do not push the off button.¿ it was mentioned that the patient had hearing problems and they were in another state for other medical reasons. It was further reported that it was unknown if the patient had a 50 percent or greater symptom reduction. The cause of the event was not determined, it was unknown if it was device related, and reprogramming was needed. The patient was given 4 new programs on (B)(6) 2014 and tracked their voiding habits. The troubleshooting, intervention, or other action taken to resolve the event was reprogramming with unchanged symptoms on (B)(6) 2014. The patient experienced a loss of therapeutic effect and did not experience a loss of stimulation. The patient was not recovered, with symptoms or an issue ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0buzm, implanted: (B)(6) 2013, product type: lead; product ID neu_unknown_prog, lot# unknown, product type: programmer, physician. (B)(4).